Event description:
Unomedical reference number (B)(4). Event occurred in united states on (B)(6) 2024, it was reported that patient faced infusion set leaking from site. The infusion set was in use for 10 hours. Blood glucose levels reported during the event were between 374 mg/dl . Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available